Manufacturer narrative:
One device was returned for repair with complaint of damaged downstream occlusion (dso) seal. There was no relevant service history or event history. Complaint was confirmed through visual inspection. Replaced dso seal. Upon further investigation, found upstream occlusion (uso) seal lifting, replaced uso seal. Device passed all testing criteria post repair.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump exhibited a damaged downstream occlusion and battery compartment. There was no patient involvement, no patient injury was reported.